Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: prophylactic removal manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 350cc and underwent prophylactic removal of the breast implants on (B)(6) 2020. During explantation on (B)(6) 2020, the left breast prosthesis was found to ruptured. This report is for the right breast prosthesis.

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, it was noticed the following information was erroneously omitted from the previous report: the devices were discarded post-explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).